Manufacturer narrative:
(B)(4). Date of birth: publication year of 2008. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : clipless laparoscopic cholecystectomy by ultrasonic dissection. Author : samer s. Bessa, md, tarek a. Al-fayoumi, md, khaled m. Katri, md, and ahmed t. Awad, md. Citation: journal of laparoendoscopic & advanced surgical techniques (2008); 18(4):593-598. Doi: 10.1089/lap.2007.0227. The aim of the present study was to compare between the safety and efficacy of the harmonic shears and the commonly used clip and cautery technique in achieving safe closure and division of the cystic duct in the laparoscopic cholecystectomy. This prospective study involves 120 patients (25 male and 95 female; mean age: 42±10.9 years; age range: 19-74 years) with symptomatic gallstone disease. Following a preoperative evaluation and preparation for surgery, patients were randomly assigned into 2 groups: in hs group, 60 patients (13 male and 47 female; mean age: 41.5± 10.3 years; age range: 22-68 years; mean bmi: 31.2±3.5 kg/m2; bmi range: 23-38 kg/m2) will only use harmonic ace (ethicon) as instrument for both dissection and closure and division of the cystic duct and artery. In c&c group, 60 patients (12 male and 48 female; mean age: 42.5±11.4 years; age range: 19-74 years; mean bmi: 31±4 kg/m2; bmi range:22-37 kg/m2) will use the clip and cautery for laparoscopic cholecystectomy. In the hs group, the harmonic ace (ethicon) was used for dissection in the triangle of calot. For the closure and division of both the cystic duct and artery, the instrument was set into less cutting and more coagulation. Closure and division of the cystic duct proceeded as follows. The dissection of the gallbladder from the liver bed was performed by using the harmonic ace (ethicon). The control of oozing from the liver bed was easily achieved by applying the active blade of the harmonic ace (ethicon) tangentially to the tissue. Reported complication in the hs group included gallbladder perforation (n-6). In conclusion, the use of ultrasonic technology in the closure of the cystic duct has proved to be as safe and effective as the commonly used simple metal clips. The use of ultrasonic technology in the laparoscopic cholecystectomy provides a superior alternative to the currently used high-frequency monopolar technology, as it is associated with a shorter operative time and a lower incidence of gallbladder perforation.